Event description:
The patient had a catheter revision, though no other details were provided. Drug information, the cause of the catheter revision, symptoms, troubleshooting, and patient outcome were requested.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j10949r65, implanted: (B)(6) 2001, product type: catheter. (B)(4).